Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. No device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch additional information: calledt account to inquire if the tissue pad fell into patient and if it was removed from the patient; no information received at this time.

Event description:
Received user facility medwatch #(B)(4), advising that during a cholecystectomy procedure; the white protective coating on the jaws of the device came off while using to take off the gall bladder. It is not known how the procedure was completed. There were no patient consequences reported. .